Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was bulging the following information was received by the initial reporter with the following verbatim: I received an email on (B)(6) 2024 from the director of material management stating (B)(6) "we are having issues with tubing 2426-0007 it is bubbling." Mr. Echartea provided the photo of the tubing. I advised sequestering tubing and package if possible so that the tubing may be returned for investigation. Waiting to get additional information about exactly what the rn witnessed. More information needed.

Manufacturer narrative:
The customer tubing was bulging, and returned a photo of the incident. The photo verifies the complaint of bulge in silicon pump segment, on material 2426-0007. The root cause for the issue is potentially related to clinical practice. The root cause is not seen from manufacturing quality. A member of the clinical was contacted about this issue in june. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
More info: comments on 09/04/2024. Responded to product complaints email. Dates: 03/18/2024, 03/23/2024, 04/08/2024. No patient harm. Tubing changed. I will attempt to get a lot number of the most recent incident.